Event description:
It was reported that pump experienced malfunction alarm code 23 that could not be reset, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged shipment of replacement pump under warranty, confirmed shipping details, and provided instructions for placing malfunctioning pump in storage mode and returning it within specified timeframe; customer was also instructed to reprogram pump settings and reconnect continuous glucose monitor on replacement pump, and acknowledged all instructions.